Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart. A cold reset was performed. Test, rewind, basic occlusion, occlusion, prime/ compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
The customer reported via phone call that insulin pump was exposed to moisture and stopped working. The customer¿s blood glucose level was 230 mg/dl at the time of incident. The product will be returned for analysis.